Event description:
A peritoneal dialysis (pd) caregiver contacted fresenius technical support to report a blank screen on the liberty select cycler during unknown phase of dialysis cycle. Caregiver pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Caregiver rebooted cycler, ok and stop keys lit up but the screen remained blank. Patient does know how to perform capd. This is an out of box failure. The fresenius technical support representative replaced cycler due to blank display. Advised to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. At least one full treatment has been completed with this cycler. Last treatment completed using current cycler was unknown. Estimated time arrival 10/31/2023 by 4pm. Schedule pick up for 11/06/2023. The patient was connected during incident and there was no patient harm or adverse event, and medical intervention was not required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Touch screen test passed with functional inverter board. Valve actuation test and system air leak test passed. Pre-accelerated stress test simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.